Event description:
The customer observed a false reactive alinity I toxo igg for one pregnant patient. The customer reported that there was a rise in toxo igg without a rise in igm. The following results were provided: (B)(6) 2025, sid (B)(6), initial toxo igg result= 1.3 (negative); liason diasorin result= 0.156 (negative); western blot result= negative. (B)(6) 2025, sid (B)(6), initial toxo igg result= 3.3 (positive); ict ig toxoplasma. Immunochromatography result= negative; liason diasorin result= 0 (negative); western blot result= negative. (B)(6) 2025, sid (B)(6) 12.2 positive); ict ig toxoplasma immunochromatography result= negative; liason diasorin result= 0 (negative); western blot result= negative there was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I processing module list number 03r65-01, abbott laboratories to alinity I toxo igg reagent kit, list number 07p45-22, abbott gmbh. MDR number 3002809144-2025-00269-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a false reactive alinity I toxo igg for one pregnant patient. The customer reported that there was a rise in toxo igg without a rise in igm. The following results were provided: (B)(6) 2025, sid (B)(6), initial toxo igg result= 1.3 (negative); liason diasorin result= 0.156. (Negative); western blot result= negative. (B)(6) 2025, sid (B)(6), initial toxo igg result= 3.3 (positive), ict ig toxoplasma. Immunochromatography result= negative; liason diasorin result= 0 (negative); western blot result= negative. (B)(6) 2025, sid (B)(6) 12.2 (positive); ict ig toxoplasma immunochromatography result= negative; liason diasorin result= 0 (negative); western blot result= negative. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.